Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). Investigation: investigation summary: it was performed the DHR, quality notification and maintenance analysis and no deviation was found for this batch. It was analyzed the sample sent by the customer and it was possible to identify the defect informed, confirming the defect. Bd has a system of good manufacturing practices in which operators receive guidelines established in the quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established in gg 048 0 ibw, procedures on and hygiene, which mention that only allowed to enter places of manufacture with the use of appropriate gowning ((B)(6)) and after the hygiene of the hands to avoid contaminations. The use of correct gowning inhibits the possibility that some external dirt is carried into the productive area. Also as established by the procedure gg 028 0 rqs is prohibited the entry and consumption of food, use of accessories or belongings in the production area, thus avoiding the presence of substrates in the manufacturing process. Therefore, we treat this situation as something punctual and non-recurrent in the manufacturing process. From this information it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Investigation conclusion: bd was able to confirm/ reproduce the incident in question. It was received samples to analysis, being possible identify the defect informed. Root cause description: this a punctual defect, not being possible determine the root cause.

Event description:
It was reported that a hair was found inside a bd oralpak ¿ oral doser before use. No injury or medical intervention.